Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 245 ml in the reservoir. The reported condition of a leak at the fill port was not confirmed. Visual examination of the sample showed no signs of physical abnormality. To verify the reported defect, more solution was manually added to the reservoir. During and after fill, no evidence of leakage was noted at the fill port. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Event description:
Baxter (B)(4) received a report that an infusor leaked at the fill port during filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no nonconformances, failures, rework, or deviations related to the lot.